Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, user informed the technical support engineer (tse) that they were unable to remove the instrument on the universal surgical manipulator (usm) 2, and the led indicator on the usm2 was amber. The tse advised the user to reboot the system, but the issue persisted. The user stated that the instrument's wrist was rotating excessively. The tse instructed the user to adjust the endoscope to bring the instrument into view, then press the e-stop button before undocking the cannula and removing the instrument. The user successfully removed the instrument and continued with the procedure as planned without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the associated instrument was a maryland bipolar forceps instrument. The surgeon forgot to straighten the instrument's tips before removal, which caused a fault on the universal surgical manipulator (usm), and the usm's led turned amber. The user was instructed to adjust the endoscope's view and press the e-stop. After which they successfully removed the instrument along with cannula. The port incision was not increased. The issue did not occur with the surgeon's head inside the surgeon console¿s high-resolution stereo viewer or while the surgeon was attempting to manipulate the instrument. No shakiness or friction was observed. The issue was intermittent. There was no instrument-to-instrument or system arm-to-arm interference. No damage was observed on the instrument. The instrument will not be returned to isi for evaluation. No images or videos are available for isi review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer adjusted scope to let the instrument in the view, pressed the e-stop button before removed the instrument with undock the cannula. The caller removed the instrument. The procedure was completed. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on technical support engineer's (tse) notes the system issue was due to the instrument wrist being rotated, such that it was difficult to remove. It can be resolved by bringing the instrument in view, pressing the emergency stop button and removing the instrument along with the cannula.

Event description:
Refer to h11 for follow-up information.